Event description:
Trocars used for lap abd cases, malfunctioned in that physician unable to pass surgical instruments repeatedly as trocar should allow. Metal ring in trocar seemed to be displaced with use. Extended surgical time due to problem.